Event description:
It was reported that customer had an account with complaints about the MRI safe plastic foley clamp having difficulties clamping and urine spilled out. Lastly, this same account switched from our silicone surestep foley tray to standard latex. They were having difficulties with the blue sleeve on the catheter. Representative advised in regard to the MRI safe plastic clamp on the foley drainage bag, the video instructions on how to open & close the clamp was the most sufficient resource. As far as the blue sleeve in the surestep tray, it was there to protect the foley catheter during the manufacturing process and was an additional sterile material within the kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "insufficient sealing space of polysleeve" or user mishandling. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.